Manufacturer narrative:
Device code (B)(4) relates to component (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Corrected: nc quantum apex monorail balloon catheter initially reported as a balloon rupture and correct device was a non-bsc balloon catheter. (B)(4).

Event description:
It was further reported that the device was not used during procedure, but a different manufacturer's balloon was used and a balloon rupture occurred with the balloon. Not as initially reported that a balloon rupture occurred with the 15mm x 3.50mm nc quantum apex monorail balloon catheter.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% instant restenosed target lesion was located in the moderately tortuous mid left anterior descending artery (lad). A 15mm x 3.50mm nc quantum apex monorail balloon catheter was advanced and during the first inflation to 13atms a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.